Manufacturer narrative:
The roche physician concluded that in the absence of any inr values during the alleged post-operative time it is not possible to assess the potential contribution of the meter to the alleged major bleeding event. Also, the patient was on a combination of coumadin together with lovenox which has a major risk of postoperative bleeding. Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The patient reported receiving the umdc for recall (z-0360-2019 res 81093). The lot number of the strips is not known therefore it is not known if the patient was using impacted strips at the time of the event. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation that a patient using coaguchek xs meter serial number (B)(4) received results on the meter that were incorrect and led to internal chest bleeding and hospitalization. The patient reportedly had her right shoulder replaced at the end of (B)(6) 2018. She was reportedly taken off coumadin and put on lovenox approximately a week prior to surgery. Her inr was reportedly tested in a laboratory prior to surgery and "was fine". The actual result was requested but not provided. The patient was reportedly in the hospital for 2-3 days and then discharged. The reporter did not know what the patient's inr was upon being released but "assumed it was normal". The patient was reportedly taking coumadin and lovenox at the time of discharge. The patient reportedly resumed using her meter the same day she went home. The reporter did not know the patient's meter result but "thought it could have been low because she was still using coumadin and lovenox". On approximately (B)(6) 2018, the patient reportedly started having chest pain. The patient was reportedly still taking lovenox and coumadin at that time. The patient reportedly could not breathe and the right side of her chest was swollen. The reporter stated the patient¿s son called emergency services and she was taken by ambulance to the hospital. The patient reportedly had severe internal chest bleeding and had her chest opened to evacuate blood from her chest cavity. The patient reportedly received multiple units of blood due to the blood loss. The patient reportedly had computed axial tomography (cat) scans and magnetic resonance imaging (MRI) due to severe pain. After some time, the patient reportedly formed a clot while in the hospital. The patient¿s meter was reportedly not in use at the time of the clot and lab draws were being used to monitor her inr. The actual results were requested but not provided. The patient was reportedly in the hospital for a couple of weeks and did not use the meter until she went home. The reporter stated the patient's therapeutic range is 2.8-3.2 inr but her doctor wants her inr to be around 3.0. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr qc 2: 3.1 inr qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.